Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corners, broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports that a piece broke off reservoir compartment and the black o-ring fell off. Customer was unaware of how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.